Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Asr xl acetabular system (right), see (B)(4) for left hip. Reason(s) for revision:pain. Update from (B)(6) spreadsheet 21st feb 2012: products. Update received 20th august 2014. Surgery date and hospital name amended. Additional reason for revision added. Reason(s) for revision: pain, alval/soft tissue reaction.

Event description:
The pt was revised to address pain.